Event description:
Customer reported the rotor broke into pieces.

Manufacturer narrative:
The customer reported a shattered rt12 rotor on their statspin vt. All the broken pieces were contained within the centrifuge. There were no reports of exposure to the operator or impact on pt results. There was no report of thermal, electrical, mechanical or biohazardous exposure to operator or delay in pt treatment or diagnosis. The unit and rotor was not returned to (B)(4) for further analysis.